Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported damage. It has scratches, nicks on the flange area and broken. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial broke driving trialing. There were no reported patient consequences. No surgical delay.